Event description:
A 68 yr old female diagnosed with lung cancer expereinced chills and a rash over body 45 minutes into a platelet transfusion through device. Pt was observed and given medication for rash. Later the same day, the pt was given another transfusion and a decrease in blood pressure was observed and transfusion was stopped after 35 minutes.

Manufacturer narrative:
The symptoms (reaction #1: chills and rash, reaction #2: unquantified hypotension) of the two (2) transfusion reactions, are consistent with allergic and circulatory reactions, respectively, to elements in the plasma component of the platelet concentrate (pc) transfused. In one study of non-hemolytic transfusion reactions, wilhelm, et al described 57 non-hemolytic transfusion reactions as allergic (51%), febrile (32%), and circulatory (17%). Hla antibodies in the recipients, and bacterial contamination of the pc were excluded. In a second study, heddle, et al separated 64 pc into plasma supernatant and cellular components and administered these in pairs to a total of 12 pts. There were 20 reactions to the plasma supernatant, 6 reactions to the cells. Eight (8) transfusions were associated with both products. The severity of the reaction was greater with the plasma supernatant. There was a strong correlation between plasma-supernatants, which induced reaction, and the presence of cytokines, interleukin 1-beta, and interleukin 6, which were measured in each plasma supernatant. It was concluded that interactive substances in the plasma supernatant of pc cause most febrile reactions associated with platelet transfusion. Pc in both studies were not transfused through leukodepletion devices. In a third study of platelet transfusions, an incidence of 5% hypotensive reactions was observed with plasma depleted pc, and 2% in leukodepleted pc with a device model similar to the implicated device. 27% of these hypotensive reactions had coincident symptoms other than hypotension. Hypotension in this report was defined as drop of mt 30mmhg systolic and 10mmhg diastolic. The magnitude of the decrease in blood pressure in the second reaction was unclear. Heddle, et al have reported that up to 3.6% of recipients of pc have hypotensive episodes of 30mmhg systolic/10mmhg diastolic or more. A review of the lot mfg history or field history of the device was not possible as the device was neither retained nor it's lot number recorded. It is concluded that the multiple episodes reported were most likely related to the nature of the plasma supernatant of the pc being transfused to this pt, or to unidentified predisposing factors in the pts.